Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 450 mg/dl. The customer did experience symptoms of high blood glucose value such as dry mouth, frequent urination, dizziness. The customer treated high blood glucose with insulin pump. The customer did allege under delivery on insulin pump because they were having high blood glucose level multiple times. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported the insertion of infusion set cause them to bleed. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned insulin pump for an alleged possible under delivery, high blood glucose and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the device history/traces on the event date of july 01, 2022, no delivery alarm/insulin flow blocked alarm noted and found bolus delivery of daily total of bolus insulin delivered = 80.625 u. On (B)(6) 2022 05:05:48.000 dual bolus part delivered. Normal bolus amount programmed = 5. Square bolus amount programmed = 15.6. Bolus amount delivered = 5. On (B)(6) 2022 05:35:01.000 dual bolus part delivered. Normal bolus amount programmed = 5. Square bolus amount programmed = 15.6. Bolus amount delivered = 15.6. On (B)(6) 2022 06:41:30.000 normal bolus delivered. Normal bolus amount programmed = 3. Bolus amount delivered = 3. On (B)(6) 2022 10:31:56.000 normal bolus delivered. Normal bolus amount programmed = 3.6. Bolus amount delivered = 3.6. On (B)(6) 2022 11:15:54.000 normal bolus delivered. Normal bolus amount programmed = 22.2. Bolus amount delivered = 22.2. On (B)(6) 2022 11:48:20.000 normal bolus delivered. Normal bolus amount programmed = 4. Bolus amount delivered = 4. On (B)(6) 2022 13:43:46.000 normal bolus delivered. Normal bolus amount programmed = 6.2. Bolus amount delivered = 1.9. On (B)(6) 2022 13:44:24.000 normal bolus delivered. Normal bolus amount programmed =2. Bolus amount delivered = 0.05. On (B)(6) 2022 13:45:27.000 normal bolus delivered. Normal bolus amount programmed = 1.4. Bolus amount delivered = 0.2. On (B)(6) 2022 13:47:00.000 normal bolus delivered. Normal bolus amount programmed = 1.4. Bolus amount delivered = 0.05. On (B)(6) 2022 13:48:01.000 square bolus delivered. Square bolus amount programmed = 4.5. Bolus amount delivered = 0.025. On (B)(6) 2022 15:34:14.000 normal bolus delivered. Normal bolus amount programmed = 10. Bolus amount delivered = 10. On (B)(6) 2022 17:21:58.000 normal bolus delivered. Normal bolus amount programmed = 4. Bolus amount delivered = 4. On (B)(6) 2022 18:30:18.000 normal bolus delivered. Normal bolus amount programmed = 7. Bolus amount delivered = 7. On (B)(6) 2022 19:43:48.000 normal bolus delivered. Normal bolus amount programmed = 3.2. Bolus amount delivered = 3.2. On (B)(6) 2022 21:20:46.000 normal bolus delivered. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date. 07/01/2022 13:43:46.000, a bolus delivery of (6.2 u) was programmed and the bolus amount delivered was (1.9 u). On 07/01/2022 13:44:24.000, a bolus delivery of (2 u) was programmed and the bolus amount delivered was (0.05 u). On 07/01/2022 13:45:27.000, a bolus delivery of (1.4 u) was programmed and the bolus amount delivered was (0.2 u). On 07/01/2022 13:47:00.000, a bolus delivery of (1.4 u) was programmed and the bolus amount delivered was (0.05 u). On 07/01/2022 13:48:01.000, a bolus delivery of (4.5 u) was programmed and the bolus amount delivered was (0.025 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.